Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
On (B)(6) 2021, mentor became aware that this device was previously reported under manufacturer's reference number 1645337-2020-12528. Based on available information, it has been determined there is no complaint against this device, and the previously submitted manufacture's reference number 1645337-2020-12528 was done in error.